Event description:
It was reported that the 9900 sys would not display the correct images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The software upgrade was installed, during the service call. The sys was tested and found to be working as intended and put back into service.